Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: terumo soft wire; super sitff wire 260cm. Sheath: 6f; 9f; gore dry seal sheath. Heparin. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that bilateral suture placement in the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, when the first proglide was deployed in the lcfa, the device became stuck and could not be removed so the sutures were cut and the device was able to be removed. The sutures of two new proglide devices were successfully pre-placed in the lcfa. A proglide was attempted in the rcfa; however, a suture break occurred. The sutures of two new proglide devices were successfully pre-placed in the rcfa. The sheath was upsized to an 18f at both access sites and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.